Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The endobronchial tube referenced in this complaint was received for further evaluation. Visual examination of the returned sample showed a small amount of air contained in both cuffs. 1ml of air was removed from the bronchial and tracheal cuffs. The bronchial and tracheal cuffs were inflated per procedure however failed to remain inflated as intended. The cuffs were leak tested under water. Both cuffs were found to experience an air leak during testing. Further examination of the cuffs showed a clean cut to the bronchial cuff measuring 0.13mm in length and a large cut in the tracheal cuff measuring 5.58mm in length and 0.42mm at it's widest point. The most probable root cause of this type of defect is contact with sharp utensil or object. The single wall thickness of the cuffs was measured away from the damaged area and found to meet manufacturing specifications. The reported issue was confirmed however not relating to the manufacturing process.

Event description:
It was reported that prior to use, an endobronchial tube cuff was leaking. There was no patient involvement.